Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock to the patient. Noise was noted on both the ventricular and shock channels. An interrogation of the ICD noted a warning message indicating high voltage was detected on the leads during charge. The warning was cleared. All lead measurements were stable and the noise could not be reproduced with range-of-motion exercises. It was further reported that the device displayed a charge marker before an episode was declared by the ICD and in the absence of a divert-reconfirm.